Manufacturer narrative:
D10: concomitant: 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm. H3: the revision reported may have been the result of polyethylene wear, femoral loosening, and pain. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the device(s) were not returned for evaluation and operative notes were not provided.

Event description:
It was reported that a 71 yo male patient, initial right knee implant date, april 24, 2014, was revised on (B)(6) 2023, approximately 8 years 10 months post the initial procedure, the patient complained of pain. Loose femur indicated on the report provided. Patient was last known to be in stable condition following the event. No device returns anticipated. Reason reported,¿chain of command. Due to recall hospital will not release implants.¿ no further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 02-010-01-0350 - logic femoral ps cem right sz 5, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 200-02-41 - three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.